Manufacturer narrative:
(B)(4). Date sent to the FDA: 05/31/2022 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc., or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested and the following was obtained: please provide procedure name and date ==>no information were provided. Please clarify if there were any adverse patient consequences due to this event? If yes, please explain in detail ==>no harm to patient. New device was opened -please provide the return status of the device(s) as it has not been received for analysis. ==>product will be returned for investigation.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and the mesh was used. It was reported that the mesh ripped intra-op. There were no adverse patient consequences reported. Additional information was requested.